Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port pin was damaged and the device was unable to be charged. There was no impact to the patient, and the device is expected at the bench for evaluation.